Event description:
A customer contacted beckman coulter inc. (Bci) in regards to incorrect c - reactive protein (c-rp) results generated by unicel dxc 800 synchron chemistry analyzer when customer using within-lot calibration did not run qc after loading a new cartridge. Four samples from the morning shift and four samples from the evening shift were repeated. The erroneous results were reported out of the laboratory. It is unknown if patient treatment was not impacted by this event.

Manufacturer narrative:
The customer is using within-lot calibration for c-rp, hence no recalibration is required when a new cartridge is loaded onto the system. The customer did not run qc after loading a new cartridge. Post event qc run result was out of range high. Service was not requested. Customer service is monitoring and working with the customer to determine the case. A clear root cause can not be determined for this event.